Event description:
A report was received that the patient will undergo a pocket revision due to charging difficulty.

Event description:
A report was received that the patient will undergo a pocket revision due to charging difficulty.

Manufacturer narrative:
Additional information was received that the physician relocated the ipg and the patient was reportedly doing well following the procedure.